Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.